Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
While brushing teeth the brush broke and the customer had a pin in mouth [device breakage]. No adverse event [no adverse event]. Case description: a male consumer of unspecified age reported that while he was brushing his teeth with an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown broke and he had a pin in his mouth. No symptoms developed.

Manufacturer narrative:
(B)(6) 2015 product investigation results: reporter returned 1 oral-b toothbrush head. Toothbrush head confirmed to be counterfeit.

Event description:
While brushing teeth the brush broke and the customer had a pin in mouth [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: a male consumer of unspecified age reported that while he was brushing his teeth with an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown broke and he had a pin in his mouth. No symptoms developed. On (B)(6) 2015 product investigation results: reporter returned 1 oral-b toothbrush head. Toothbrush head confirmed to be counterfeit.